Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the atrial lead was not capturing at high outputs and the impedance was out of range (high) the lead was explanted and replaced. The patient was in stable condition.